Event description:
It was reported that a basal/bolus infusor leaked. This occurred during a patient infusion of an unknown drug (s). There was no patient injury or medication intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture dates: february 18, 2013 - february 19, 2013. The device was returned for evaluation. Visual inspection and functional leak testing revealed the leak was coming from the welded area of the volume indicator port located inside the housing. This confirmed the reported problem. The cause was welder malfunction. This issue is being investigated through CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.